Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The horizon small clip applier instrument was analyzed and found to have one bent grip, causing them to be misaligned. The offset at the tips was 0.15 mm. The grips were not found to be cracked. As result of the bending grip tip, the clip test failed. The instrument was installed on an in-house system and driven. The instrument passes engagement and able to retain clip through engagement but cannot apply the clip. The clip remained attached to the tubing but could not fully close. Common causes of this failure mode are attributed to damage during use, as moderate misalignment of grip tips can occur due to grasping hard tissue or objects, or through collisions with other instruments. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.